Event description:
On (B)(6) 2026, abbott point of care was contacted by a customer regarding I-stat troponin cartridges that yielded discrepant false positive result on a 29-year-old female patient. There was no patient additional patient information. Return product is not available for investigation. Method: date: collected tested: results: sample: postive/negative: I-stat , (B)(6) 2026, 22:25 , 23:15, <2.9 ng/l , venous #1, negative, I-stat, (B)(6) 2026, 23:20 , 23:50 , <2.9 ng/l , venous #2 , negative, I-stat , (B)(6) 2026, 1:21, 1:44 , 24.3 ng/l , venous #3 , positive, I-stat , (B)(6) 2026, 2:23, 2:44 , 3.1 ng/l , venous #4 , negative. There are no injuries associated with this event. At this time there is no reason to suspect a malfunction exists. The investigation is underway. 99th percentile 90% ci sex n (ng/l, pg/ml) (ng/l, pg/ml), female 490 13 (10, 17), male 404 28 (19, 58), overall 895 21 (14, 30).

Manufacturer narrative:
Apoc incident # (B)(4) apoc labeling will be evaluated during the investigation as pertaining to the event.